Manufacturer narrative:
Product evaluation: the product was returned for investigation and was found in the following manner: the delivery system (ds) and the device received for investigation in an open original outer box. The device received separately from the ds, and attached to bandage. Ds received in the open primary package; ds wire fully depressed and does not protrude from the ds cannula. Microscopic examination: the device body has some dirt, and device disk is slightly bent. Microscopic examination of the device inner lumen was found partially clogged; after the cleaning, both sides of the device lumen are open. There is no indication for manufacturing relating factors that could contributed to the reported event. It seems that the ds trigger was operated and performed its functionality - releasing the device. Therefore, the complaint cannot be confirmed. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to the manufacturer's release criteria. Lot complaint history review: no similar complaint from this lot. All products pass 100% final inspection at manufacturing site prior to release. If such a defect would be noticed, the product would have been rejected. Root cause cannot be identified as the primary package was opened, ds trigger was operated, and performed its functionality (device received separately from the ds ). Therefore, there is no way to determined how and when the device detached from the ds. Because the complaint cannot be confirmed, the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that a glaucoma filtration device (gfd) was unable to be released during a gfd implant procedure. The procedure was completed by replacing the product with another one. No additional information is expected.